Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Attorney alleges that the pt underwent a two level anterior cervical fusion with rhbmp-2/acs, and then two days later underwent a multi-level posterior cervical fusion also with rhbmp-2/acs. A few hours after the secondary surgery, the pt developed a massive airway obstruction, and was repeatedly intubated over the course of several days, resulting in permanent vocal chord damage. The pt spent five weeks on a ventilator. Reportedly, the pt has lost his voice, and has had additional treatment required.